Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to moisture damage found on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump battery lasted only for 3 hours. Customer stated that insulin pump was not drop or bumped. Customer stated that they were able to performed self test but unable to performed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.